Event description:
While setting up the device prepating to cardiovert a pt (age & gender unknown) the device failed to power-up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.